Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion behavior. The most recent device interrogation indicated a remaining battery life of two years; however, a clinic visit one week earlier revealed that the device had reached elective replacement indicator (eri). As a result, the patient had to undergo a surgical procedure to remove and replace the device. The pacemaker was discarded and cannot be returned. No additional adverse effects on the patient have been reported. The implant and explant date were not supplied, and the serial number was also missing. Two inquiries have been made to the field representative to acquire this information. As of now, there has been no reply.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion behavior. The most recent device interrogation indicated a remaining battery life of two years; however, a clinic visit one week earlier revealed that the device had reached elective replacement indicator (eri). As a result, the patient had to undergo a surgical procedure to remove and replace the device. The pacemaker was discarded and cannot be returned. No additional adverse effects on the patient have been reported. Additional information: despite numerous attempts to obtain the product serial number and the implant/explant date, no information was provided from the field.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the event description for more information regarding the specific circumstances of this event. Please note this pacemaker's battery was designed to estimate remaining longevity (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.